Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. It was noted the device has been implanted for about seven weeks. No adverse patient effects were reported. It was later reported that the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.